Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product let met all acceptance criteria.

Event description:
The customer reported on (B)(6) at 7:50 pm, she activated a new pod and her blood glucose and insulin history is as follows: time: 8:50 pm, bg (mg/dl): 142, bolus (u): 0.25; 9:54 pm, 242, 0.25; (B)(6) 2014, 6:21 am, 282, 1.3; 7:2 8am, 298, 0.8. At 7:54 am, the pod was deactivated and she stated the cannula was bent in a 45 degree angle.